Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer's father states customer has high and low's and has been hospitalized 5 times. The customer's dad did not report events to help line. The insulin pump is not expected to return for analysis. No further details are given.